Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 400s mg/dl, diabetic ketoacidosis, and "nstemi"; cause was not known. Reportedly, customer was hospitalized and reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.